Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unapproved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(4) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Manufacturer narrative:
Additional information provided.

Event description:
Additional information provided indicating the patient experienced a foreign body sensation and also complained that his eye felt like it was covered by a film. Symptoms improved and the inflammation "settled down".

Event description:
A doctor reported postoperative inflammation and dandruff-like material on the back surface of a patient's iris. This was discovered during an anterior chamber irrigation following an intraocular lens (iol) implant procedure. The patient received antibacterial and anti inflammatory medication. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).